Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) powered down while running. As a result, the pump was swapped out. The field service engineer (fse) was called in to service the pump. The fse checked the cables to and from the power supply and checked the power supply. A system functional check was done, and the pump ran for about 55 hours with no problems.

Manufacturer narrative:
Qn#(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of iabp shut off in use is not able to be confirmed. A teleflex field service agent serviced the pump and could not reproduce the reported complaint. The root cause of the complaint is undetermined. The pump was serviced by a teleflex field service agent, and the issue could not be reproduced. The pump passed functional checkout, and was able to run for 55 hours without abnormality. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon pump (iabp) powered down while running. As a result, the pump was swapped out. The field service engineer (fse) was called in to service the pump. The fse checked the cables to and from the power supply and checked the power supply. A system functional check was done, and the pump ran for about 55 hours with no problems.